Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they are having serious issues with the transmitter. Customer states that their last blood glucose readings were 42 mg/dl.

Manufacturer narrative:
The transmitter was unable to charge due to a depleted battery. The functional testing could not be performed due to the charge anomaly.